Event description:
The account executive stated that the stitching at the head end of the low air loss mattress topper is coming undone and shows signs of staining on the inside like some type of fluid ingress.

Manufacturer narrative:
The account replaced the low air loss mattress topper to repair the bed.